Event description:
It is reported that the screwdriver fractured. The tip was unable to be retrieved from the patient. The set screw also could not be installed fully.

Manufacturer narrative:
This report will be amended when our investigation is complete.